Event description:
While onsite to service the ventilator, the manufacturer field service engineer noted the remote alarm connector in the rear of the ventilator was loose and separated from the main pcb board. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector as reported may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The customer did not report the remote alarm finding during previous usage. There was no patient harm reported. The service engineer replaced the main pcb board to correct the finding. Final testing was completed to operating specifications.